Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with noise over-sensing from the right ventricular lead. Programming changes were recommended to a healthcare provider. Patient was stable after the event.

Event description:
New information received noted that the lead was reprogrammed to address the over-sensing on (B)(6) 2021. Patient was stable after the changes.